Event description:
It was reported when the user opened a 'cook echotip amniocentesis needle' a black spot on the tip of the needle was noted. The issue was found prior to use and the customer replaced the device with a new device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: customer street= (B)(6). E1: customer postal code= (B)(6). E3: customer occupation = unknown g4 ¿ PMA/510(k) #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: b1, h1: this report is being sent to indicate the complaint event is not reportable under FDA 21 cfr part 803. As such, this event no longer meets the set criteria for a reportable event; no further reports regarding this event will be submitted. Corrected information: h6: annex a. The device was received 31jan2025: needle returned in product protector. Spot is a perfectly circular hole punched completely through the material of outer cannula, in the echotipping area. The returned needle was within specification this needle, which has a sideport present in the tip. It is possible that the customer expected a different rpn (similar device), which does not have a sideport present. Furthermore, there is no evidence that the device caused or contributed to a serious injury or patient death. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.